Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned instrument confirmed the complaint. Visual exam found the handle is cracked near the handle/retractor blade intersect. It was also noticed that the tips of the retractor blade were chipped. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. H10 additional narrative: corrected: h3.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a crack in the retractor handle was found when set returned to the office for inspection. No surgical delay.